Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer¿s blood glucose level ranged between 120-170 mg/dl. Reportedly the customer continued to use the pump for insulin therapy, and the customer also had manual injection supplies available.